Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the following: on (B)(6) 2016 the patient was treated to the lower abdomen right and left using legacy coolmax. On (B)(6) 2016 the patient was treated to mid abdomen right and left using legacy coolmax and to upper abdomen, bra roll right and left using legacy coolcore. On (B)(6) 2016 the patient was treated to inner thigh right and left using legacy coolfit. On (B)(6) 2016 the patient was treated to bra roll (right), mid and lower abdomen using legacy coolcore and legacy coolmax respectively. On (B)(6) 2016 the patient was treated to upper abdomen and bra roll (left) using legacy coolcore. The patient developed paradoxial hyperplasia in upper and lower abdomen, bra rolls diagnosed on (B)(6) 2019.

Manufacturer narrative:
H.9 continued: additional correction removal numbers: z-1347-2022, z-1350-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the following: on (B)(6) 2016 the patient was treated to the lower abdomen right and left using legacy coolmax. On (B)(6) 2016 the patient was treated to mid abdomen right and left using legacy coolmax and to upper abdomen, bra roll right and left using legacy coolcore. On (B)(6) 2016 the patient was treated to inner thigh right and left using legacy coolfit. On (B)(6) 2016 the patient was treated to bra roll (right), mid and lower abdomen using legacy coolcore and legacy coolmax respectively. On (B)(6) 2016 the patient was treated to upper abdomen and bra roll (left) using legacy coolcore. The patient developed paradoxial hyperplasia in upper and lower abdomen, bra rolls diagnosed on (B)(6) 2019.